Event description:
It was reported that during a photoselective vaporization of prostate procedure, the console randomly shut down. The staff attempted rebooting the system and replacing the fiber card but no troubleshooting resolved the issue. Error messages 812 and 820 were displayed. The procedure was not completed due to this event. The patient was under general sedation at time of event. No further complications were reported.

Manufacturer narrative:
Upon receipt of this device top cover at our quality assurance laboratory, it was thoroughly analyzed. Visual analysis identified that the housing was not intact. Additionally, the console was evaluated on site and the field service engineer (fse) identified error messages in the device logs. Based on this information, the reported event was confirmed. This laser console was installed on 30 july 2016. The system was lasted serviced on 03 march 2022. The laser console was fully functional with no issues from that time until the reported event date of 30 june 2022. Due to the top cover passing all functional testing and the fse being unable to replicate the shutting down allegation, the cause of the reported console behavior cannot be established.

Event description:
It was reported that during a photoselective vaporization of prostate procedure, the console randomly shut down. The staff attempted rebooting the system and replacing the fiber card but no troubleshooting resolved the issue. Error messages 812 and 820 were displayed. The procedure was not completed due to this event. The patient was under general sedation at time of event. No further complications were reported.